Event description:
It was reported while using bd vacutainer® sst¿ that there was within tube stability bias for high density lipoprotein testing. This occurred with an unspecified number of tubes that were manufactured for use in an internal clinical study. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: no customer returns were provided for investigation. Samples are not retained for manufacturing work order product. Certain assays, in this case hdl, are not validated in bd clinical laboratory protocols. Therefore, we are at the present time, unable to perform further internal clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: abnormal reported parameter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that there was within tube stability bias for high density lipoprotein testing. This occurred with an unspecified number of tubes that were manufactured for use in an internal clinical study. There was no health impact or consequence reported.